Event description:
New information received notes the rv lead was fractured manifested by high pacing impedances. The lead was explanted and replaced without any incidence. There were no patient consequences.

Event description:
It was reported that the patient presented themselves remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited out of range impedance. No intervention was performed. The patient was in stable condition.